Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had been returning multiple no delivery alarms after set changes and during bolus. The customer also stated that he had been experiencing high blood glucose levels. The customer reported that he performs multiple infusion set changes until the no delivery alarms stop. Blood glucose level at the time of the incident was 350 mg/dl. Most recent blood glucose level at the time of the call was 81 mg/dl. The customer will not return the device for analysis.